Manufacturer narrative:
Device is a combination product.

Event description:
Evolve 48 clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicated the patient's qualifying condition as myocardial infarction. Prior to procedure, the patient was noted to have elevated biomarkers indicative of ischemia and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 90% stenosis and was 40mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00x48mm study stent with 0% residual stenosis. Post deployment of the study stent, there was a grade a dissection noted which was treated with the placement of a 2.75 x 16mm non- study stent. Post procedure, 0% residual stenosis with timi 3 flow was noted. On the next day, the patient was discharged on dual antiplatelet therapy.

Event description:
Evolve 48 clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicated the patient's qualifying condition as myocardial infarction. Prior to procedure, the patient was noted to have elevated biomarkers indicative of ischemia and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 90% stenosis and was 40mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00x48mm study stent with 0% residual stenosis. Post deployment of the study stent, there was a grade a dissection noted which was treated with the placement of a 2.75 x 16mm non- study stent. Post procedure, 0% residual stenosis with timi 3 flow was noted. On the next day, the patient was discharged on dual antiplatelet therapy. It was further reported that a day after the procedure, the patient's cardiac enzymes were noted to be elevated during discharge.

Manufacturer narrative:
Device is a combination product.